Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Additionally, healthcare professional reported patient reports capsular contracture, baker grade iii, "infra areolar scars with markedly decreased n-a sensation". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and "patient's concern with the product". Additionally, patient reported capsular contracture, baker grade iii, and pain. Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified broken shell, crease fold, wear abrasion and non-penetrating nicks. Weight measurement identified the device was underweight. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on radius side. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening with non-penetrating nicks due to surgical impact and non-penetrating nicks. Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., h.3., h.6.

Event description:
Healthcare professional additionally reported right side capsular contracture, baker grade iii, pain and "infra areolar scars with markedly decreased n-a sensation". Device has been explanted.